Event description:
It was reported that patient underwent revision procedure of is artificial urinary sphincter (aus) due to incontinence increased over the past year. All components were explanted and replaced.